Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an obturator sling procedure to treat stress urinary incontinence on (B)(6) 2009. Concurrently, an ams elevate was implanted to treat the patient's pop and cystocele. The patient experienced abdominal pain, back pain, vaginal scarring, dyspareunia, infections, malodorous discharge, extrusion, additional surgeries, and other injuries. It was reported that the patient has undergone additional procedures to remove the eroded mesh, including another surgery on (B)(6) 2011. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted. It was reported that following insertion the patient experienced pain, extrusion, urinary problems, recurrence, dyspareunia , vaginal scarring and other non specific outcomes. (B)(4).

Manufacturer narrative:
Date sent to the FDA: 7/28/2016.

Manufacturer narrative:
The patient underwent a gynecological procedure and an obturator sling was implanted. Concomitantly the patient underwent a total abdominal hysterectomy. It was reported that the patient underwent a procedure to excised extruded area of mid urethral sling on (B)(6) 2011 and (B)(6) 2012.